Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence, and the device exhibited fluid loss. A surgical procedure was performed, during which a hole in the cuff was found; therefore, the aus was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Model number/catalog number 72400024. Serial number n/a. Batch/lot number 1100620116. Model/catalog description balloon fgs 61-70 cm. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported fluid leak, hole/perforated and urinary incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.